Event description:
Boston scientific received information that three weeks after the original implant procedure this right atrial (ra) lead was not sensing and displayed loss of capture. As a result a revision procedure was performed to reposition the lead. During the repositioning it was determined that all the slack in the lead had been pulled back. The lead was successfully repositioned. The patient reported feeling vague symptoms about a week after the original implant, but no report of serious injury occurred.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.